Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/20/2015. The fse confirmed debris was lodged in the tubing connected to vacuum chamber (vc) 160 (wbc bath). The fse replaced the tubing resolving the wbc and hgb daily check failure. (B)(4).

Event description:
The customer reported the daily checks count failed for white blood cells (wbc) and hemoglobin (hgb) on a unicel dxh 800 coulter cellular analysis system. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.